Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. According to the data provided and reviewed, all instruments appear to be working well. There are no curve abnormalities, no baseline level changes, no volume discrepancies, and no instrument flags. The most likely cause for the discrepancy observed is due to the samples having a low viral load, either from a patient with a low titer or from lab cross-contamination. Note that samples near or below the lod of the test may generate wavering results on repeat testing.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for a single patient while using the cobas sars-cov-2 nucleic acid test on the cobas liat system. The alleged sample was first tested twice using the cobas sars-cov-2 & influenza a/b assay on two different cobas liat analyzers, and each time generated a positive result for sars-cov-2 (negative for influenza a&b). The same sample was retested using the cobas sars-cov-2 assay on another cobas liat analyzer and generated a negative result for sars-cov-2. A new sample was collected and tested first using the cobas sars-cov-2 assay on a fourth cobas liat analyzer which generated a negative result for sars-cov-2. The same sample was retested twice, on different cobas liat analyzers, first using the cobas sars-cov-2 & influenza a/b assay which generated a positive result for sars-cov-2 (negative for influenza a&b), and then using the cobas sars-cov-2 assay which generated a negative result for sars-cov-2. The result was reported out as sars-cov-2 positive. No harm is alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.